Event description:
The customer reports that the defibrillator failed testing. There was no patient involvement.

Manufacturer narrative:
The device was shipped to the philips repair bench. The customer at this point decided not to repair the device. The device to be returned to the customer and no further evaluation is warranted at this time.